Event description:
It was reported that after meals the user¿s glucose rose to about 200 mg/dl and then declined, and the user sought guidance about making extra meal announcements while preparing for travel. Education was provided to announce additional meals only when consuming a significant amount of carbohydrates. Symptoms included transient hyperglycemia after eating. Outcomes included no alarms, no alerts, and no need for medical care. Investigation included troubleshooting and user education. Investigation of this case revealed no device malfunction and no component issues, with the event attributed to postprandial glucose excursions managed through use guidance. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.